Manufacturer narrative:
(B)(4).

Event description:
It was reported 15 days after placement, patient presented for chemotherapy and the line was found to be kinked and ruptured when flushing the line with a 10cc syringe. The catheter was replaced. The patient was reported to be fine. No additional treatment or medical intervention was required.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one relevant finding. A non-conformance was opened for material c-15802-020a (distal extension line), for batches 13c20a2478, 13r19k0021 and 13r19k0020 in regard to an extension line leak. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported 15 days after placement, patient presented for chemotherapy and the line was found to be kinked and ruptured when fl ushing the line with a 10cc syringe. The catheter was replaced. The patient was reported to be fine. No additional treatment or medical intervention was required.